Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states the customer was coming out of church and she hit a bump and her left fork broke.